Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high impedance and high thresholds. The lead was not used and a new lead was implanted. The patients condition was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.